Manufacturer narrative:
(B)(4).therapy resumed with acutal product. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was not available. Based on the information obtained from baxter's investigation, the root cause of the incident was due to improper set up. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. Gts assisted the hp with troubleshooting. The hp confirmed she pushed the spike further into the heater bag and turned it; the hc then returned to the prime cycle. The hp confirmed the hc completed prime and therapy resumed. There was no injury or medical intervention was reported.